Event description:
It was reported that the patient had a problem over the weekend, they were trying to charge it and they could not seem to get it to work. The patient woke up on saturday and could not use their hands to eat, they had a very hard time getting their hands to their mouth. The caller said they talked to someone on thursday who told them not to use the blue and white thing and on saturday (B)(6) 2025 the manufacturing representative (rep) told them it was not on and helped them turn therapy back on and the patient was startled by the sensation once therapy was back on. Offered to assist and worked with caller to try and use the recharger during the call and caller was successful to start charging with 6 black coupling boxes, therapy was on the ins battery was 50-75%. Caller said the patient had been charging twice a week. Reviewed some recharging information and recommended charging more frequently to top off the battery and prevent loss of therapy. The caller asked about other recharging equipment. Reviewed the wireless transition process and recommended caller check with the pt's doctor about making the transition. Caller added pt is having more and more cognitive issues and waiting for an opening for assisted living.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.